Manufacturer narrative:
This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-15127.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A procedural video was received and revealed that the valve was under-expanded. The device undergoes multiple 100% inspections during manufacturing that would have detected this failure if it were present during manufacturing. Per procedure, the balloons are 100% dimensionally and visually inspected. Prior to the balloon pleat, fold and forming process, the balloons are 100% visually inspected for defects. The commander delivery system is 100% leak tested per procedure. During final inspection, the entire device is 100% inspected distal to proximal by both manufacturing and quality. In addition, during product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects or damage, and inflation balloon/crimp balloon testing, balloon burst pressure and hemostasis leak during pv testing. The lot met statistical requirements as requirement for lot released. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event.   A lot history review was performed and no other complaints for the reported event were noted.   The commander delivery system IFU, s3 commander preparation training manual, and s3 commander procedural training manual in the aortic position were reviewed only for potentially relevant guidance. The procedural manual provides guidance on thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment, if consider, reposition only at the very early stage of deployment, do not exceed 20 seconds for inflation and deflation of the delivery system, always maintain control of the plunger of inflation maintain control of the plunger of inflation device when releasing it and never lock the inflation device during bav or thv deployment.   No IFU or training deficiencies were identified.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed based on the video provided by procedure site. Because the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a potential manufacturing nonconformance was unable to be determined. However, based on a review of the DHR, complaint history and lot history, there is no evidence indicating that a manufacturing non-conformance could have contributed to the complaint events. No IFU/training manual deficiencies were identified. As reported ¿the balloon filled around 85% due to a pinhole in the proximal end where valve was crimped on and there was no full expansion of valve¿. It was noted that a severe degree of calcification was present in the annulus and throughout the patient¿s access vessels. Presence of calcification can create a challenging anatomy for the balloon inflation. It is possible that the proximal end of the crimped valve of the inflation balloon interacted with calcification of the patient¿s native annulus during positioning. Calcification can compromise the integrity of the balloon leading to the reported leakage, and the inability to fully inflate the balloon. In this case, based on the available information, it is possible that the patient (calcification) factors may have contributed to the complaint event. However, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified and reviewed of IFU/training materials revealed no deficiencies. Therefore, no corrective and preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during implant of a 29mm sapien 3 valve, in the aortic position by transfemoral approach the commander delivery system balloon could not be fully inflated. A pinhole in the proximal end of the crimped valve was noted... A decision was made to use a 28mm balloon to expand the valve and correct the trace regurgitation, which resulted in no regurgitation.  The devices were removed without difficulty. The patient was stable.  As reported, the patient¿s access site and aortic valve were heavily calcified. There was no insertion or alignment difficulties. The device has been discarded.